Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow up with the customer and confirm an alternate method of insulin therapy was obtained, but no response was received. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.